Event description:
It was reported that during the central processing, the maryland bipolar forceps was observed to have a burn mark on the plastic right near where the tip goes into the plastic. The da vinci-assisted associated abdominoperineal resection (apr) surgical procedure was completed with no reported injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory was inspected prior to use. No damage or anything out of the ordinary was detected. The cannula was inspected prior to use. A pin gauge was used to inspect the cannula. No arcing was observed. The instrument was connected properly. Da vinci x generator/electrosurgical unit (esu) was used. The settings used on the generator/esu were cut: 3, coag: 4 no instrument tips collided with any other instrument or tool during procedure. No instrument tip(s) touched any staples, clips or sutures while energized. No jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. The instrument has been returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure is available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. The complaint regarding a burn mark on the outer plastic was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.